Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited low impedance. No intervention was performed.